Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the peel away sheath is failing and bunching up during the attempted insertion. In turn, we are opening up a micro-introducer kit and those are functioning without any difficulty. It¿s like the material being used is weak and is actually causing pt¿s tissue to tear."